Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "material sensitivity reactions." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces. " this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 MDR's filed for the same patient (reference 1825034-2014-01105/-01106/-01107).

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels and loss of range of motion. Legal document further alleges the presence of a pseudocyst and metallosis were noted during the revision surgery. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "wear and/or deformation of articulating surfaces. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2007. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, lack of mobility, swelling, inflammation, damage to surrounding bone and tissue, elevated metal ion levels and loss of range of motion. Legal document further alleges the presence of a pseudocyst and metallosis were noted during the revision surgery. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2012 due to discomfort, clicking and elevated metal ion levels. Operative report noted the presence of a pseudocyst, metallosis, burnishing of the acetabular cup, and scuffing on the modular head. The modular head, taper adapter and acetabular cup were removed and replaced.